Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm1) due to error 32101. The system was tested and verified as ready for use. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the usm1 for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that prior to starting a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, and before surgical port placement, the customer contacted tech support to report that universal surgical manipulator (usm1) was faulting with recoverable faults 32056, 1007, and 32101. The customer attempted power cycling; however, the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) advised that an engineer would be required to resolve the issue. As the team was able to proceed using three usms, the tse guided the customer to disable usm1, which was successful. The tse informed the customer that disabling armnet would disable the automated logic behind targeting and positioning; the customer acknowledged. The procedure was completed as planned, and there was no report of patient injury.